Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up and no moisture damage found on electronic assembly or motor.

Event description:
The customer reported via phone call that the insulin pump was exposed to sweat and she received a button error alarm. She dried the device and changed the battery but the keypad was not responding and the numbers on the screen were scrolling. Blood glucose value was 157 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.